Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was returned for evaluation and repair on (B)(4) 2016. A visual inspection determined that water had seeped into the device. This caused damage/corrosion to the top cover and the channel roller assembly. It was also determined that both load cells were not functioning. These issues were not part of the reported complaint. This type of damage can occur due to mishandling; the device should not be exposed to water. This autopulse was manufactured on 3/23/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive indicated multiple occurrences of ua16 (timeout moving to take-up position) on (B)(4) 2016 which confirmed the customer's complaint. The initial functional test resulted in the ap displaying ua16 (timeout moving to take-up position). The service technician found that this was due to the brake gap seizing, most likely due to the water seeping into the device. To resolve the issue he freed the brake gap and cleaned with alcohol. The brake gap remained within specification. Additionally the top cover, both load cells and the channel roller assembly were replaced after which the device passed both the run-in and functional tests. In summary, the customer's report of the autopulse displaying ua16 (timeout moving to take-up position) was confirmed. This was due to a seized brake gap. The brake gap was freed and cleaned resolving the issue for the customer. Additional parts replaced were the top cover, both load cells and the channel roller assembly, unrelated to the reported complaint.

Event description:
The customer reported that the autopulse (ap) was displaying user advisory (ua)16 (timeout moving to take-up position) and ua45 (not at home position after power-on/restart). They were able to clear the 'ua45', but could not clear the 'ua16'. The customer replaced the lifeband which did not help. The ap ceased to work. This occurred during a shift check. No patient involved.